Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display despite battery change. Blood glucose level at the time of the incident was 115 mg/dl. During troubleshooting, the customer stated the battery compartment was corroded. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display and low battery alert noted. Insulin pump received with corroded battery tube noted.